Manufacturer narrative:
Concomitant medical products: product ID 8781, lot/serial# (B)(4), product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (5 mg at 2.16068 mg/day), bupivicaine (30 mg at 12.96405 mg/day), clonidine (400 mcg at 172.85402 mcg/day) and baclofen (100 mcg at 43.2135 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was scheduled for a catheter access port (cap) dye study per clinic protocol, as she was pending a pump replacement/revision (secondary to normal battery depletion and pump inversion). During the cap dye study, the catheter could not be aspirated. Surgical observation revealed the catheter was occluded at the anchor site and the entire catheter was explanted and replaced.